Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. During support, femoral arteria was noted with multiple lesions due to calcifications. When repositioning sheath was pulled back, diffuse bleeding was noted. Patient¿s vessel was cut and graft as bridge was brought in. The patient ultimately expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.